Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: hi (greater then 600 mg/dl), 370 mg/dl, 340 mg/dl, and 220 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.

Event description:
It was reported that the device was explanted after an implant duration of approximately 44.1 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.